Event description:
It was reported that during a lap chole procedure, the clips scissored and would not fire after the 3rd or 4th clip. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/12/2008. Info anticipated, but unavailable at this time.